Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redx4206 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter had been in the patient for two months. After this treatment session was completed, the dressing was changed for maintenance. One day after the patient¿s return to home, the catheter was found dislodged and fell into the body.

Event description:
It was reported that the catheter had been in the patient for two months. After this treatment session was completed, the dressing was changed for maintenance. One day after the patient¿s return to home, the catheter was found dislodged and fell into the body.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of catheter detachment from the connector was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph which depicted a 4fr s/l groshong catheter. The depicted portion of the device included the proximal end, which was not attached to the connector. Usage residues were evident on the catheter shaft. The depicted device appeared to have become disconnected from the connector; however, inspection of the photograph was insufficient to identify the cause of the detachment. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include catheter damage and improper catheter/connector assembly. H3 other text : device evaluation findings are in the manufacturer's note.